Event description:
It was reported that during a percutaneous intervention (pci) procedure tip breakage occurred. A maverick 2 monorail 20mm x 2.0mm balloon catheter had been selected to treat an unspecified lesion. While "forwarding" the balloon, the tip broke off inside the patient. The detached portion was able to be retrieved with a retrieval sheath. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any additional relevant information from that review, a supplemental medwatch will be filed. (B)(4)